Manufacturer narrative:
Final analysis found that the steroid plug was displaced. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead dislodged and was repositioned on (B)(6) 2016. The lead dislodged second time and was repositioned on (B)(6) 2016. The lead dislodged third time; the physician elected to replace the lead. The lead was explanted and replaced. The physician tested the helix actuation and noted the steroid plug in the extended helix. There were no adverse consequences to the patient.